Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that during a routine follow-up, an alert for inhibited therapy was observed. Far-field p wave oversensing was suspected. Programming changes were made and no more alerts were noted.